Event description:
#Medwatcher #(B)(4). Essure problems: have progressively gotten worse in 5 years. I had bleeding 6 months after essure and it never worked for me. This was done in office by my gynecologist covered by my insurance with an in office co-pay from me and with no pain medication besides ibuprofen. My tubes did not seal shut. Besides the horrible painful experience with the hysterosalpingogram twice at the hospital, I had to have my tubes tied which was a lot of money for my co-pay since this was in hospital with anesthesia and we did the novasure at the same time to stop the bleeding. I asked if they could be taken out at that time and was told they could not-so they were left in. I have painful ovulation every month. After an orgasm or bending over for a little period of time, I get spasms that feels like a charlie horse starting at one ovary then goes thru my intestines across my stomach then down to the other ovary. Excruciating pain for about a half an hour they feel like they are going to explode. Takes my breath away, and I cannot move until pain is gone. I advised my gynecologist and she said it would have nothing to do with the essure, but if I want I can have an ultrasound done if it does not stop and my insurance approves it. This is my next step immediately, because it is not stopping and is getting worse. I have started getting weird vaginal odor which I have never had an bi or uti ever in my life and have changed nothing in my laundry detergent or my daily routine of personal hygiene. I get stabbing vaginal pain at the entrance without intercourse just out of the blue. This causes nausea, dizziness and feels like I am off balance. I have night sweats and what my regular doctor calls fouandrsquo;s all the time and just whenever it decides to happen-fevers of unknown. They are called this because after many tests nothing seems wrong with my body. We did find b12 and d and iron deficiencies that are unexplained and I have to take 50000 mg of vit d a day for a week about once every 2 months, b12 and iron every day and still does not help. I have gained 44 pounds in 3 years-changed eating habits and still gaining. Many other side effects that I believe are all linked to the essure, are forgetfulness, major anxiety, insomnia, depression, angriness, sleep apnea, severe edema that I will have to wear shower shoes to work and had to get a doctor approved note, because I cannot get a regular shoe on or off. All over body aches-I can feel my bones actually hurting, panic attacks, shaking, red spots on torso like little pin head size that will not go away and are now showing on other body parts, ibs-had before every now and then, but now have every day and heartburn with gerd-had to update and get fmla paperwork for this at work to take extra bathroom breaks beyond using it at my break or lunch, a lot of nausea sometimes with getting sick for no reason, tingling of numbness of hands and feet, allergies, blurred vision, severe bloating, horrible hip pain and lower back pain, acne which I never had before even when I was younger, if I am laying down and I roll over I can feel the pressure of where the implant is located in my ovary and is painful. I have had many tests done with my regular doctor, orthopedic specialist, gynecologist, gastroenterologist and nothing shows a cause of all of this ridiculousness and paid that is happening with my body. These are just some of the side effects, I have encountered. I just want to be happy and healthy!!